Event description:
It was reported that the patient experienced an urgent low glucose alert followed by a confirmed low blood glucose of 45 mg/dl; the patient ingested pancakes and oral glucose gel, after which glucose increased to 116 mg/dl. Symptoms included confusion and disorientation. Outcomes included no lasting health consequences or impact. Investigation included communication with the reporter and analysis of information provided. Investigation of this case revealed no findings were available, with insufficient information to identify a device problem or specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.